Manufacturer narrative:
Radiographs were reviewed by a third party hcp and noted a vague presence of periprosthetic lucencies inferior to the tibial hardware component which could be related to developing loosening of the hardware. The 2 postoperative images demonstrate presence of newly present linear lucency inferior to the central tibial peg which could be related to a nondisplaced fracture as reported on the event/deficiency description. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-01564. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: item 42538000502 lot 64529151. Item 42558000202 lot 64623165. Item 42528200508 lot 64561694. Report source: foreign (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-01403.

Event description:
It was reported that unicompartmental knee arthroplasty was performed with ppk; subsequently about one week after the primary operation, the patient's tibia bone cracked from a pinhole made by new type cut guide. The patient bone has been observed. A revision is not planned so far. Attempts have been made and no further information has been provided.